Event description:
In this case, the customer reported that during a patient procedure, the "in to internal marker" button on the rear left control panel was sticking. The customer reported movement of the patient support after releasing the button. A philips field service engineer (fse) confirmed there was no rescan and that the patient support stopped in a controlled fashion without the e-stop opening. There was no report of harm to a patient or operator as a result of this issue. The "in to internal marker" button control horizontal movement of the patient support and is used to move the patient support a defined distance before a patient acquisition.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).